Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found minor scratches at distal fibers, and cracks/damage on video connector were found. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is a component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the subject device image is blacked out when connected to monitor but has light source. The issue occurred during preparation for use for the laparoscopic cholecystectomy therapeutic procedure. There were no reports of patient harm.